Event description:
Additional information received - the reporter stated it was not a case of a mislabeled lens, they had chosen the wrong diopter power lens and the patient was not happy with the finished results. It was the patient's decision to explant the lens for the +24.5 diopter lens. Selina stated the patient is happy with the finished result. The event was not related to the lens and there was no malfunction.

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a cq2015a collamer aspheric three piece lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2012, due to patient complaint of decreased visual function. The lens was cut into fragments through an extended incision. Another same model, different diopter, lens was implanted and sutures were not required.

Manufacturer narrative:
Medical review. Medical review - review of this file indicates that the patient was not happy with the visual acuity post-op and surgeon replaced the iol. The reporter stated that the lens was not mislabeled, therefore the patient was over corrected with the 25.5d iol which was resolved after it was replaced with a 24.5d iol. The probable cause of this event would be inaccurate measurement of k readings and axial lengths during the a-scan. A 1mm error in the measurement of the axial length produces an error of 3 diopters in the iol calculation. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable cause of this event would be inaccurate measurement of k readings and axial lengths during the a-scan. A 1mm error in the measurement of the axial length produces an error of 3 diopters in the iol calculation. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (B)(4) - surgical procedure, secondary surgery. (B)(4) - (decreased visual function). (B)(4) - surgical incision, enlargement of. (B)(4) - explanted. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn into two pieces. The lens was returned dry and there was evidence of reddish residue on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).